Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was received for evaluation. A portion of the item was not returned. The returned device was examined with magnified photography. Observed phenomena included: the fluted end of the drill was broken, with a portion of the fluted end missing. The fluted end of the drill terminated at a fracture plane; this fracture plane was slightly oblique to the axis of the device. The plane was largely flat with light texturing and smooth edges. No signs of ductility. The flutes of the drill were dull to the touch and sporadically chipped with dark brown/black pitted discoloration and debris. Chipping wass most noticeable near the fracture plane. Measurements in inches were obtained: measured overall length: 4.8330. Calculated estimated missing portion length: 0.9670. The nature of the observed fracture plan could suggest a brittle failure mode. Brittle failure modes can occur during sudden overloading events in which large loads or torques are applied to a device; however, based on the information received and due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, the drill broke when drilling the patient's distal tibia. The broken piece of the drill could not be retrieved and remains in the patient's bone.